Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an unknown "self-check failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Event description:
Complainant alleged that during functional testing, the device displayed "compressor fault -3001", "internal comm failure - 1472" and "internal comm failure - 1474" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's reports was observed during review of the device activity logs. However, the device was put through extensive testing including full functional and stress testing without duplicating the report. The flow manifold a system interconnection cable were replaced as a pre-caution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.